Manufacturer narrative:
Received 1 used magic3 antibacterial catheter with the original unit packaging. : the reported issue was inconclusive due to poor sample condition. Per visual evaluation: sample could not be tested due to it being used and then bleached. A visual inspection was conducted to see if the hydrophilic coating was present. It has been verified that this product has a hydrophilic coating. Due to the effects of this sample being used and then decontaminated, we cannot determine if the hydrophilic coating was activated properly. The instructions for use state the following: "the reported event is inconclusive. Sample could not be tested due to it being used and then bleached. A visual inspection was conducted to see if the hydrophilic coating was present. It has been verified that this product has a hydrophilic coating. Due to the effects of this sample being used and then decontaminated, we cannot determine if the hydrophilic coating was activated properly. A review of (B)(4) (for intermittent catheters) for the reported failure mode: the hydrophilic coating is not lubricious, with the potential effect of being unable to activate the coating, which could cause discomfort/ urethral trauma has a severity of 8 and a frequency of 1 and falls into the (quad 1) region / low level of risk in the severity vs. Frequency grid. The occurrence rating of the reported failure mode is 1 which had a possible failure rate of </=0.00066%. The instructions-for-use under (B)(4) is found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A complaint frequency analysis report and level ii decision reference form were completed. The results of the investigation concluded that the complaint frequency is increasing and the threshold has not been exceeded. CAPA # (B)(4) was opened to address this issue." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product lacked lubricity, and was therefore difficult to insert. The patient allegedly used extra lubricant to insert the catheter.